Manufacturer narrative:
(B)(6).

Event description:
It was reported that the dosages on a cadd-legacy® duodopa pump were set incorrectly. Patient reported knowing "for sure" that the neurologist didn't adjust the dosages. The extra dose was set at 3.9ml when it should have been 3.0ml. It was reported as being possible the patient mistook the dose with the continuous dose and adjusted the dose from 3.0ml to 3.9ml. A nurse was sent to fix the dose. No injury was reported.